Event description:
It was reported that the patient's ventricular assist device (vad) started alarming and the patient became dizzy. The patient then completed a system controller exchange. The log files were sent from the system controller prior to the controller exchange. The only alarms from their current primary controller, was their secondary, was a pump off, followed by 4 low flows. The function after appeared normal. Log files contained the onset of intermittent low flow hazard events on 15jan2026 at 1:26am. The intermittent low flow hazard events continued until the driveline was disconnected from the controller on (B)(6) 2026 at 1:44am. Prior to these events, the pump contained clusters of pulsatility index (pi) events and routine power source changes. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log. The flow readings seen in the log did not appear to be the result of any external equipment malfunction. Log files of their new primary controller was attached. The controller that was exchanged was done on the early morning of (B)(6) 2026. The system controller was connected on (B)(6) 2026 at 0144 and noted a few low flows while the pump ramped up but no other unusual events were noted in the remainder of the log. Additional information was received on 20jan2026 from clinician that confirmed the cause of the low flow alarms and dizziness were due to hypertension treated with improved bp management. It was also confirmed the patient exchanged their controller inappropriately for low flow alarms and the alarms resolved with the controller exchange.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via provided log files. A direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number (B)(6)) was not returned for analysis. The provided log files did not capture any atypical events or alarms pertaining to the system controller and the controller operated as intended throughout the data. Available information for this event indicates that the patient had low flow alarms associated with hypertension and the low flows resolved after managing blood pressure. Provided information also indicated that patient inappropriately performed controller exchange for low flows. Per provided information the root cause for the controller exchange was the user attempting to troubleshoot the low flow alarms. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.